Manufacturer narrative:
The device was received; however, evaluation was not performed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there were no drips of insulin seen at the end of the tubing during fill tubing. The user loaded a new cartridge, saw drips at the end of the tubing, and resumed insulin delivery. The user's blood glucose level was 195 mg/dl.